Event description:
Customer was admitted to hospital for high blood glucose and diabetic ketoacidos. Pt was incoherent and belligerent. After given bolus blood glucose did not come down. Pump not available for troubleshooting. No further details provided.